Event description:
It was reported that there was foreign lubricant found in the bd insyte¿ autoguard¿ bc shielded IV catheters' spring channels before use, covering the "entire length" of the spring channel as well as where the tip of the needle retracts. Lot #' 8250979 and an unknown lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. This complaint was created to capture 1 of 2 related incidents of this event. The following information was provided by the initial reporter: "the staff called attention to the lubricant in the spring channel. In many of the catheters the lube is present the entire length of the channel and right at the tip where the needle retracts."

Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Received two unused, iag bc 18 ga retracted needle/barrel assemblies from catalog number 382544; lot number 8250979. Visual/microscopic evaluation: both returned needle/barrel assemblies were retracted. The spring dispense nozzles advance, and for a preset amount of time, dispense silicone grease into the grease holes on the grips to dampen spring action. The defect foreign matter was not confirmed or identified with the returned units. During the manufacturing process the gel dispensing nozzles advance, and for a preset amount of time, dispense silicone grease into the grease holes on the grips to dampen spring action. Once the needle is retracted; we are unable to determine the amount of silicone grease that was dispensed on to the spring.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign lubricant found in the bd insyte¿ autoguard¿ bc shielded IV catheters' spring channels before use, covering the "entire length" of the spring channel as well as where the tip of the needle retracts. Lot #' 8250979 and an unknown lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. This complaint was created to capture 1 of 2 related incidents of this event. The following information was provided by the initial reporter: "the staff called attention to the lubricant in the spring channel. In many of the catheters the lube is present the entire length of the channel and right at the tip where the needle retracts".